Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent (2.75mm x 30mm) and then one resolute integrity drug eluting stent (2.75mm x 22mm) to treat a severely tortuous and severely calcified lesion located in the proximal left anterior descending artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop. Both devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. It was reported that the stents failed to cross the lesion and were deformed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: photo 1; image shows stent and strain relief of resolute integrity device. The lot number on the shelf carton corresponds with the lot number in gch. Is it not clear from the image to determine that there is deformation to the stent. Photo 2; image shows a ¿not passing¿ situation statement. The document reports positioning difficulties. If information is provided in the future, a supplemental report will be issued.